Event description:
There was an acudose cabinet error. The cabinet locked up and became inoperable. There have been multiple problems of this nature with this cabinet in the past. Our administration and pharmacy director is dealing with mckesson, but they are slow to respond. Mckesson has had tech support here but they can not figure out the problem. Administration feels that mckesson has not been receptive to our issues with the acudose cabinet, nor are they confident about solving the problems.